Event description:
During transport of pt from open heart surgery to cardiovascular surgical intensive care, the pump ceased to function. The machine gave no warning that battery was low &/or no alarm signal was activated. Pt was receiving epinephrine via pump. During transport the pt's condition deteriorated, necessitating cardiopulmonary resusitation & pt was returned to surgery.